Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed no delivery. The customer reported that the insulin exited during a 5.0 unit fixed prime. Most recent event occurred today and blood glucose at time of incident was 549mg/dl. The customer treated it with manual injection. The customer declined to troubleshoot for high blood glucose. The customer¿s current blood glucose is 295mg/dl. The insulin pump will not be returned for analysis.